Manufacturer narrative:
An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer observed a darting flame from the back of the cell-dyn 3700 sl analyzer next to the power plug and fan with smoke coming out. The system was shut down immediately, which stopped the burning. No injury, exposure or impact to patient management was reported. Service was dispatched to the customer site.

Manufacturer narrative:
Investigation summary: the customer reported a darting flame and smoke in the back of the cd 3700 sl analyzer next to the power plug and the fan. A field service representative (fsr) was dispatched to the account, indicating the need to replace the power supply to the cd 3700 sl analyzer. The part arrived the afternoon of 8/1/07 and was installed. After installation of the power supply, the fsr then verified the operation of the instrument with various tests (not specified) and confirmed the instrument was operational resolving the issue. Labeling: the event is addressed in the cell-dyn 3700 system operator's manual; l/n: 06h89-01; rev f: section 8: hazard information: electrical hazards: 8-5section 10: troubleshooting: troubleshooting guide: troubleshooting procedures: power off procedure: 10-29, 10-30. The cell-dyn 3700 system operator's manual, (06h89-01, rev f) does not discuss response to open flames but, under troubleshooting procedures, power off procedure on pages 10-29-10-30, the manual states that in an emergency situation turn off the power switches, in any order, as quickly as possible. The manual also discusses electrical hazards and good habits of electrical safety (page 8-5) i.e. Be certain power is off before removing any instrument panel or handling electrical connections. Trending: a review of complaint reports, for the period january 2007 through june 2007, did not indicate any adverse trend for cell-dyn 3700 sl, list base 02h31-01 for issues with power supply failures (fire). Conclusion: the device involved in the incident was evaluated. Material degradation/deterioration may have contributed to the event. The power supply was replaced to resolve the issue. Performance testing was conducted with acceptable results. No injury, exposure or impact to patient management was reported. This is the final report. End of report.

Manufacturer narrative:
The investigation of the cell-dyn 3700 analyzer smoke and fire issue identified the root cause as the installation of an incorrect fuse (by either the customer or the field service representative) in the analyzer power supply when it is operated at 220/240 vac (volts alternating current), which may result in the possibility of smoke and fire. The cell-dyn 3700 operator's manual contains the electrical requirements and specific voltage settings for each system. There are also controls in place to reduce the risk of smoke and fire (over-current protection, fusing, safety icons and hazard warning labels). The following steps were put in place to correct this issue:a product information letter was issued on 20 march 2009 to emphasize to new customers to follow the instructions provided in the cell-dyn 3700 system operator's manual for fuse replacement. A field communication (product correction) was issued on 27 mar 2009 to all affected customers to ensure that the correct fuse was installed in the cell-dyn 3700 analyzers in the field. Manufacturing instructions were changed to remove the fuse prior to shipping of the product to reduce the risk of an incorrect fuse being installed. Instructions were provided to the field service personnel through an installation check list to verify that the correct fuse was installed during installation. Furthermore, the preventive maintenance procedure was changed to include a check that the correct fuse was installed.

Event description:
Received a stryker ceramic on ceramic hip. It began to squeak over a year ago and now it is much worse. My doctor tells me, I need to have the socket repaired with stryker's new polyethylene socket cover. This is very upsetting as I was told, when I agreed to use the ceramic hip that it would last approx 40 years as opposed to the titanium ones which supposedly lasted 15 years. Stryker ceramic on ceramic hip replacement, therapy from 2003 to 2004.